Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an urgent low glucose alert on the continuous glucose monitor, was unable to perform a fingerstick, self-reported feeling low, took oral glucose tablets per troubleshooting guidance, and subsequently rose to a sensor glucose of 114 mg/dl while still feeling slightly shaky prior to eating. Symptoms included hypoglycemia with shakiness. Outcomes included resolution of the low following oral glucose and planned meal intake, with no hospitalization or medical intervention beyond self-treatment and remote guidance. Investigation included case assessment and troubleshooting with education on immediate treatment of hypoglycemia and meal announcement. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hypoglycemic episode remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.